Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) have a broken cutter. They fired device and handle separated. Off pump coronary artery bypass grafting. Left internal mammary. Two vein graphs. Two heart strings used. No harm to patient. The case was completed using another device.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 12/16/2021. An investigation was conducted on 01/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter. The casing of the aortic cutter was observed to be split at the base of the case. The needle was observed to be deployed. No other visual defects were observed. An engineers evaluation was conducted. Per mcv00029739 the extension of the blade was measured at 0.4040¿¿ which is within the specification. The covers were separated to inspect the internal assembly. The spring was measured and investigated for any damages. The length of the spring was measured at 4.5130¿¿, the spring outer diameter was measured at 0.4514¿¿ and the diameter of the spring wire was measured at 0.4530¿¿. The diameter of the spring wire was measured at 0.035". All the measured dimensions were within the specifications per mcv00029571. There were no non-conformities observed with the spring based on the returned condition of the device, the reported failure "break" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25160672 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.